Event description:
Information was received indicating that pump using a cadd extension set line was occluding when priming on set up and the lines were kinked. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that pump using a cadd extension set line was occluding when priming on set up and the lines were kinked. No adverse patient effects were reported.

Manufacturer narrative:
Other text: h6, d4) additional information was received indicating the reported event occurred on set up of the pump and that there was no patient injury. The lot number was also provided to be 4152708.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03663. The report was submitted in error.